Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a electrical problem with the cable-unit and a cut on cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the image does not appear on the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely there was no image because of a communication failure due to the cut on the cable unit. However, the root cause of the faulty cable unit could not be determined. The device's instruction manual identifies the following verbiage, which may have prevented the reported phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged.¿. Olympus will continue to monitor field performance for this device.